Event description:
On (B)(6) 2009, the pt reported that when he removed the insulin cartridge from the infusion device, the plunger became stuck to the piston rod and insulin spilled into the cartridge compartment. He was educated on the proper procedure for removing the insulin cartridge from the infusion device. The pt stated that he had a backup infusion device that he can switch to. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.